Event description:
The customer stated that her elite xl meter was reading differently that her other elite meter. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not adjust diet or medication or allege any adverse events due to the readings. She was able to reset the meter to mg/dl and no product will be returned.